Event description:
During cardiomems implant procedure the physician was unable to advance the cardiomems delivery system over the guidewire. The physician attempted with three additional guidewires but was still unable to advance the system and the decision was made to abort the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The following components were received in the return: delivery catheter assembly with hub intact and sensor tethered to the delivery catheter. Visual inspection of the sensor and catheter assembly showed no gross damage. The guidewire used in the procedure was not returned so a command 18 lt guidewire (lot number 0020461) was used to check the inner diameter of the catheter. The guidewire had an outer diameter of .018in that was determined by a digital caliper. The guidewire was placed inside the catheter on the distal end and fed through until it came out of the hub. There were no issues advancing the guidewire through the catheter. The results of the investigation are that there is no device abnormalities identified that would have contributed to the event description. The field reported event of difficulty advancing the delivery system over the guidewire was not confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.